Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) nv ram on the main board was not keeping data correctly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) nv ram on the main board was not keeping data correctly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The stm replaced the main board, and the issue was resolved. The stm completed all safety, functionality and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6), which differs from that of the event site. The full name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) nv ram on the main board was not keeping data correctly. There was no patient involvement, and no adverse event reported.